Event description:
Component burning in the module. Customer only reported that sv300 was no more functioning and that there was a smell of burnt. Module exchanges solved the problem and made the unit running according to its specification.